Event description:
It was reported that an implantable pulse generator (ipg) system was implanted for syncope and bradycardia. One day post implant, the patient died in the intensive care unit. An autopsy was performed. The physician suspected the cause of death was septic shock. The source of the sepsis was unknown and it was unknown if the patient had an infection prior to the implant of the ipg system. No additional information, including autopsy results, is available at this time.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. The return of the device is expected. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.